Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. It was unable to perform the displacement, rewind,basic occlusion, occlusion, prime and excessive no delivery tests due to the button error alarm and no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer explained that her spouse checked and it was 67 mg/dl. He could not wake her up and gave her a glucagon shot. When the customer woke up, the insulin pump had a button error alarm. The blood glucose at the time of the alarm was 115 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.